Manufacturer narrative:
The reported events of separation failure and docking issue could not be confirmed. The device was returned in one piece for analysis. Visual inspection showed measurements were within specification, but the helix was stretched out of specification, which was consistent with the procedure. Further analysis and longevity assessment were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited stretched helix. The ralp was not implanted, and an alternate near at hand was used to proceed with the procedure. However, the replacement ralp dislodged multiple times prior to entering tether mode, and ultimately the ralp was unable to enter tether mode, unable to be released and unable to be re-docked. The replacement ralp was also not implanted, and no further replacement device was used to complete the procedure. There were no patient consequences.